Event description:
During emergency generator testing, ventilators go on battery power, but when power restored, ventilators do not revert to ac power. Do not reset, stay on battery backup. Date of occurrence = 3/25/05, 4/29/05, 5/20/05.

Manufacturer narrative:
H6: the viasys field service rep. Evaluated the unit and determined that the root cause of the reported event was a faulty power supply. The viasys field service rep. Replaced the affected component, upgraded the unit's software, and ran the unit through a complete calibration and checkout to ensure that the unit meets all factory specifications. Upon completion the unit was returned to the customer's control ready to be placed back into service. Corrective and preventative measure info resides in engineering change order (eco) # 60459.